Manufacturer narrative:
Concomitant medical products: gudiewire (treasure floppy, st. Jude medical) (treasure, st. Jude medical) balloon (scorering, st. Jude medical). (B)(6). The device was not returned for analysis. . A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a 7f exoseal for vascular closure, occlusion was found near the hemostasis site and it was suspected that the plug was inaccurately placed and it could not be found on ivus. It was treated with ballooning and the flow improved. Prior to the closure, the patient had a percutaneous coronary intervention (pci) in a coronary artery. The lesion was not tortuous. The rate of stenosis was 100%. An approach was made from the left inguinal region. After pci, the exoseal was used for hemostasis. The procedure was completed without any issue. The next day, the left abi value decreased and it seemed that there was occlusion around place where the hemostasis was performed. Therefore, on the same day, brachial approach was made and was checked with contrast. The 3-4 cm vessel was blocked. There was blood flow from the bypass to the superficial femoral artery and obliteration. The sheath was changed to another sheath (parent, medikit) and a guidewire (treasure floppy, st. Jude medical) was attempted to cross the lesion but it could not make it. The guidewire was changed to another one (treasure, st. Jude medical) and it crossed the lesion. After a balloon (2mm) was inflated, it was confirmed by ivus that occlusion part did not look like normal lesion. After that, a balloon (scorering, st. Jude medical) was inflated several times and the blood flow improved. The contrast of occlusion was not clear and the stepped-shape was observed. There was also another lesion at the left iliac artery and a stent (epic8mm., st. Jude medical) was placed. The rate of stenosis was 50% at the puncture site originally but it was unknown how much the rate was when the issue occurred. There was no calcification and no problem when hemostasis was performed. There was no bleeding complication occurred during and after the procedure. However it was seen unusual something like non-thrombus by ivus at occlusion part. The plug could not be found by angiogram. The patient's approximate height and weight are unknown. The physician achieved certification on the use of exoseal vcd. It is also unknown how many times the physician used the exoseal vcd prior to this procedure. The exoseal vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The brand and size of sheath introducer used are unknown. It is unknown if the femoral artery's suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is also unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. It is also unknown if the puncture site had any visible calcium/plaque. It is also unknown if there was a stent near the puncture site. It is also unknown if the vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. It is unknown if there was any resistance/friction experienced as the exoseal vcd was advanced through the sheath or if there was any difficulty connecting the vascular sheath introducer with the exoseal vcd. It is also unknown if the new lesion in the iliac was associated with the occlusion. It is unknown if the stent mentioned was already there if it was treated with the stent.

Manufacturer narrative:
As reported, after use of a 7f exoseal for vascular closure, an occlusion was found near the hemostasis site and it was suspected that the plug was inaccurately placed as it could not be found on ivus. It was treated with ballooning and the flow improved. Prior to the closure, the patient had a percutaneous coronary intervention (pci) in a coronary artery. The lesion was not tortuous. The rate of stenosis was 100%. An approach was made from the left inguinal region. The procedure was completed without any issue. After pci, the exoseal was used for hemostasis. The next day, the left abi value decreased and it seemed that there was an occlusion around place where the hemostasis was performed. Therefore, on the same day, a brachial approach was made and was checked with contrast. The 3-4 cm vessel was blocked. There was blood flow from the bypass to the superficial femoral artery and obliteration. The sheath was changed to another sheath (parent, medikit) and a guidewire (treasure floppy, st. Jude medical) was attempted to cross the lesion but it could not make it. The guidewire was changed to another one (treasure, st. Jude medical) and it crossed the lesion. After a balloon (2mm) was inflated, it was confirmed by ivus that occlusion part did not look like normal lesion. After that, a balloon (scorering, st. Jude medical) was inflated several times and the blood flow improved. The contrast of occlusion was not clear and the stepped-shape was observed. There was also another lesion at the left iliac artery and a stent (epic 8mm., st. Jude medical) was placed. The rate of stenosis was 50% at the puncture site originally but it was unknown how much the rate was when the issue occurred. There was no calcification and no problem when hemostasis was performed. No bleeding complication occurred during and after the procedure. However there was something unusual like non-thrombus by ivus at occlusion part. The plug could not be found by angiogram. The physician achieved certification on the use of the exoseal vcd. It is also unknown how many times the physician used the exoseal vcd prior to this procedure. The exoseal vcd was prepped according to instructions for use. There were no visible signs of device/package damage prior to use. The brand and size of sheath introducer used are unknown. It is unknown if the femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is also unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. It is also unknown if the puncture site had any visible calcium/plaque. It is also unknown if there was a stent near the puncture site. It is also unknown if the vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. It is unknown if there was any resistance/friction experienced as the exoseal vcd was advanced through the sheath or if there was any difficulty connecting the vascular sheath introducer with the exoseal vcd. It is also unknown if the new lesion in the iliac was associated with the occlusion. The product was not returned for analysis. Review of lot 17270478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.